Event description:
Have been doctoring since 2007, with a serious eye infection and have incurred a lot of bills, seems I have the acanthamoeba keratitis infection from the complete moisture plus eye care solution. I am a contact wearer. Will be seeing a specialists this week. Four office visits and now going to see a cornea specialists, very red eye, tear duct very red, and eye still tearing after 1 month of medicine. Using zy. Dates of use: 2006- 2007. Diagnosis: cornea infection.